Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value was not provided and cause was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit; treatment provided was not known as reportedly, customer was "unconscious". Customer was discharged 17 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.